Event description:
It was reported to philips that the device had hv capacitor errors on the log. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty hv capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the hv capacitor. The hv capacitor was ordered to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.